Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx drug eluting stent devices were used to treat the rca. Cec adjudicated that on the same day as the index procedure, non-q-wave mi of the target vessel, mdt extended historical peri-pci and non-q-wave mi of the target vessel, 3rd udmi peri-pci and side branch occlusion occurred. The sponsor assessed the event as not related to the device or the antiplatelet medication.